Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that the heartstart xl failed to power up/switch on. There was no reported patient involvement.